Event description:
The manufacturer received information alleging a ventilator was turning off and on during patient use. There was no harm or injury reported. The device has not yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.